Event description:
It was reported that the patient was experiencing ongoing redness around the initial lead entry site that wasn't healing. Cultures taken revealed a staph infection. The patient underwent an explant procedure where the leads were explanted. The patient was administered antibiotics and expected to fully recover. Boston scientific made good faith effort attempts to retrieve the explanted devices, but the leads were disposed of at the facility and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(4). Batch: 7073564. Product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(4). Batch: 7072362. Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(4). Batch: 7072674.